Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
One plastic particle stuck in the iris. They had to remove it with forceps. No further action was required.

Manufacturer narrative:
One particle was returned in a plastic specimen cup. The pack assembly was not returned. The particle is approximately 1 mm wide by 1 mm long. It is off-white or cream colored. It is hard to the touch and is similar in appearance to plastic. Analyses indicates that the particle consists primarily of polycarbonate. Lesser concentrations of silicon, calcium, aluminum, chlorine, and sodium were also detected. This is consistent with mineral deposits and saline residue.